Manufacturer narrative:
(B) (4). Arterial and venous occlusion. Excessive thrombosis.

Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of a 4.4 cm abdominal aortic aneurysm and a 4.8 cm of the common iliac artery on one side. Vessel morphology in the iliac arteries was reported as not tortuous or calcified but had excessive thrombosis. It was reported that the pt was symptomatic and had pain because of the iliac aneurysm. The plan was to embolize the hypogastric artery on the side with the aneurysm and then extend the stent graft to cover it. After all the stent grafts were implanted it was reported the other hypogastric was covered with thrombosis. The stent graft was not covering the hypogastric artery. The physician believes that thrombus may have been knocked off and covered the hypogastric artery. The physician attempted to re-cannulate with a catheter and a wire but that was unsuccessful. The pt will be monitored. No additional clinical sequelae were reported and the pt is fine.